Manufacturer narrative:
The insulin pump had cracked and bleeding lcd glass. Unable to perform the displacement test due to lcd damage.

Event description:
The customer reported via phone call that insulin pump had lcd screen damage. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.